Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed a "pull up lifeband and press restart" message upon powering on and the driveshaft of the autopulse platform was stuck and would not turn" was confirmed during the functional testing and based on the review of the archive data. During the investigation, the encoder drive shaft does not rotate smoothly, exhibited binding and resistance. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on and is likely the root cause for the customer's reported complaint of both the error message and the stuck drive shaft. Upon visual inspection, no physical damage was observed. The archive data review indicated several user advisory (ua) 45 (not at "home" position after power-on/restart) error messages on the reported event date, which is related to the customer reported complaint of "pull up lifeband and press restart" message upon powering on. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on. The root cause for the ua45 error was due to the driveshaft not being at "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to regular use of the device. The clutch plate was deburred to remedy the sticky driveshaft issue. After deburring, the driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During annual competencies, the autopulse platform (sn (B)(4)) displayed a "pull up lifeband and press restart" message upon powering on, and the customer was unable to clear the error. In addition, the customer reported that the driveshaft of the autopulse platform was stuck and would not turn. No patient involvement.